Event description:
According to the reporter, the device will not recognize paddles connected and has an illuminated service indicator. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed multiple occurrences of a fault code logged into device memory related to device recognition of paddles connected or the device. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.